Manufacturer narrative:
Complaint no: (B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was reported to be due to polyp removal that led to bacteria entering the peritoneum. Four days after diagnosis, the patient was hospitalized and subsequently discharged one week after admission. The patient received unspecified antibiotics while hospitalized and was recovered from the peritonitis event. Action with pd therapy was not reported. No additional information is available.